Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch # unk. Additional information received: patient is doing ok. Patient has not been using any relevant drugs. First, he puts a vessel loop around the vena and with this vessel loop he pulls and kind of twists the vena into the stapler. Second, he transects the v. Pulmonalis at the origin including some pericardium tissue and therefore making the transected tissue extra thick. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: was the pericardial pulmonary vein particularly thick? Was it believed that the thickness of the pericardial tissue was compressible to 1 mm? Did the staples deploy? If so, can details be provided regarding their shape? Was a transfusion required? Are photos available? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pneumectomy. A major bleeding occurred after stapling and transecting the vena pulmonalis with the stapler. Both sides (heart side and lung side) were bleeding. Surgeon stated that both the transected sides were still open after they used the pvs. Staples were closed. There was 1000cc extra blood loss, and a longer operating of an additional 30-45 minutes. The surgeon opened the pericardium to staple the pulmonalis at it¿s origin. With this action the pressure of the vena pulmonalis was taken off and he was able to stitch the vena.

Manufacturer narrative:
(B)(4). Date sent: 9/27/2022. D4: batch # 484a79. Additional information was requested, and the following was obtained: was the pericardial pulmonary vein particularly thick? No. Was it believed that the thickness of the pericardial tissue was compressible to 1 mm? No, this was the reason the staple line did not hold the tissue. Did the staples deploy? If so, can details be provided regarding their shape? Staples did. Deploy and were shaped in a normal b. Was a transfusion required? Yes. Are photos available? No. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.